Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however the customer declined to complete the check at the time of report. Multiple attempts were made by tts to continue the system check, however, no response we received. Customers blood glucose was 333 mg/dl.